Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported mr could not be determined. Furthermore, mr is listed in the IFU as a known possible complication associated with mitraclip procedures. The unexpected medical intervention (additional mitral valve procedure) and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
This is being filed to report recurrent mitral regurgitation after a mitraclip procedure. It was reported that on (B)(6) 2023, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet. During a mitraclip procedure an xtw clip was implanted. The mr was reduced to grade 1. The device functioned as intended. On (B)(6) 2023 the patient returned for a second clip intervention due to recurrent mr. The mr returned to grade 4. An additional clip was implanted and the mr was reduced to grade 2. There was no device malfunction, adverse patient sequela, or clinically significant delay. It was unknown why the mr had returned. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.